Manufacturer narrative:
The UDI for the gore® excluder® aaa aortic extender endoprosthesis is not available since the device lot number is unavailable. A review of the manufacturing records for the device was not possible since the device size and lot number were unavailable. (B)(6). -according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include endoleak, and aneurysm enlargement.

Event description:
On (B)(6) 2015, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2019, a different physician (dr (B)(6)) reintervened on the patient and implanted a zenith® fenestrated aaa endovascular graft going into the right renal artery and into the superior mesenteric artery and a gore® excluder® aaa endoprosthesis was used as a snorkel and was implanted in the left renal artery. This was to treat a proximal type I endoleak. The patient tolerated the procedure.